Manufacturer narrative:
The suspect device is not expected to return for evaluation. The device history record and complaint database could not be reviewed as the lot number was not provided.

Event description:
The user reported that a piece of the catheter separated and was left inside the biliary tract of the patient. The fragment was left to be excreted through the bowel. No injuries to the patient were reported.